Event description:
Caller reported cartridge alarm 20. Blood glucose level did not exceed 500 mg/dl, indicating it was within the normal range. Customer was advised by technical support to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed the shipping address and sent a replacement pump, instructing the caller to put the faulty pump into storage mode and return it with the pre-paid label within 10 days. Customer understood and acknowledged all instructions.